Event description:
It was reported to tyco/kendall healthcare on 07/31/2007, that a customer had a problem with an insulin syringe. The customer reports, "he was injecting insulin into his stomach and the needle remained in his stomach. His wife was able to remove the needle."

Manufacturer narrative:
An investigation is currently underway upon completion; the results will be forwarded.